Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial and dry. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Corrected data: h6 - patient code: 2137 should have been included. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo 12.6, -05.00 diopter, implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was removed and exchanged with a same size toric lens due to refractive surprise. The problem was resolved. Cause of the event is reported as unknown.